Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a 37-year-old female patient. The patient was supraperiosteally injected with radiesse into the chin (off label use of device), on (B)(6) 2026. Batch number was reported as a00255900 (expiry date: 15-apr-2028). A lot search in the global safety database was conducted. On (B)(6) 2026 early in the day, at approximately 12:00, after the radiesse injection, the patient experienced vascular compromise due to compression, pain and numbness on the chin region. The physician confirmed the vascular compromise. The patient first experienced a numb sensation in the chin area, which was accompanied by pain. As an initial therapeutic measure, 500 units of hyaluronidase was administered. It was advised to continue with the protocol for managing vascular compromise, and 1500 units of hyaluronidase was administered every 15 to 20 minutes. Oral pharmacological treatment was also initiated, and included 500 mg of acetylsalicylic acid (aspirin) on the first day, followed by 100 mg once daily, levofloxacin (tavanic) as per the standard regimen, 600 mg of ibuprofen, 60 mg of prednisone, followed by 30 mg on days 2, 3 and 4, with reassessment based on clinical progression, iruxol neo cream applied topically three times a day, 30 mg of diltiazem every 12 hours (1-0-1), and 400 mg of pentoxyfilline every 8 hours (1-1-1). It was also recommended that the patient be kept under observation for the next few hours, paying particular attention to the clinical progression in the lower lip and floor of the mouth. It was reported that the pain and numbness resolved. The outcome of the event was reported as not resolved. Follow up information was received on 29-jun-2026: the batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00255900 (expiry date: 15-apr-2028). A lot search in the global safety database was conducted. On (B)(6) 2026, the weekend prior to this report, the patient underwent two hyperbaric chamber sessions and continued taking her prescribed medication. On (B)(6) 2026, she was scheduled to receive an injection of 1.500 units of hyaluronidase. The outcome of the event remained unchanged.

Manufacturer narrative:
Assessment and investigation by merz: a lot search in the global safety database was conducted on the reported lot and similar events were noted. A review of trending for radiesse did not identify any trends related to the reported issue (q4-2025 radiesse product family trending report, rec-002150, 11-may-2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious because a vascular compression was confirmed by the physician and the patient received comprehensive treatment and outcome was reported as not resolved. The event occurred in compatible local and temporal relationship. Vascular compression (serious) is expected based on the currently valid EU instructions for use (IFU) of radiesse and can occur after treatment with radiesse. The reported pain and numbness are considered as symptoms of the vascular compression and were therefore not coded. Off label use of device is coded for formal reasons only. An injection into the chin is not an approved indication for radiesse based on the IFU. The IFU of radiesse warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization or thrombosis, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, a compression was reported and the patient received treatment with a non-resolved outcome. Causality for the event is assessed as probably related to the treatment with radiesse due to compatible local and temporal relationship, however there is no indication that a product-related issue contributed to the event. This case is assessed as serious with the serious event vascular compression because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment and investigation after follow-up information was received on 29-jun-2026: the batch record review for radiesse, lot (a00255900), contains no nonconformance reports (ncr) or corrective /preventative actions (CAPA) related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00255900) and no similar events were noted. A review of trending for radiesse did not identify any trends related to the reported issue (q4-2025 radiesse product family trending report, rec-002150, 11-may-2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. The outcome of the event remained unchanged. Causality for the previously assessed event remains unchanged as probably related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the event. This case remains serious with the serious event vascular compression because treatment was deemed necessary to prevent a permanent damage.